Manufacturer narrative:
Device was received by the manufacturer, however, the overheating failure could not be replicated. Internal components were evaluated and extensive corrosion was discovered within the device, including the bearings. Corrosion within bearings can cause excessive friction, which can result in heat being generated. Improper or inadequate cleaning/sterilization techniques could contribute to the buildup of corrosion within this device. The drill attachment could not be repaired and therefore, was not returned to the user facility.

Event description:
It was reported that during testing conducted by a manufacturer field service technician, the drill attachment heated up. This event did not occur during a surgical procedure, so there was no pt involvement. No user injury was reported, and no other adverse consequences were alleged with this event.